Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 returned test strips produce high readings. Most likely underlying root cause of high results are due to improper storage: vial left open for an extended period of time. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 172, 175, 183, 178, 164 mg/dl. Customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :172mg/dl date: (B)(6) 2018 time:08:52am fasting ; result 2 :175mg/dl date: (B)(6) 2018 time:08:15 am fasting ; result 3 :183mg/dl date: (B)(6) 2018 time:08:12am fasting; result 4 :178mg/dl date: (B)(6) 2018 time:10:28am fasting; result 5 :164mg/dl date: (B)(6) 2018 time:08:20am fasting.